Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified no previous repairs within the last 12 months. The event history log (ehl) review found no related events. The reported issue could not be replicated. No further actions were taken. The device went through all functional testing.

Event description:
It was reported that the device stopped without their knowledge, even though they were certain that they started the drug. The event occurred during patient use at the facility. There was patient involvement, and no patient harmed reported.